Event description:
Customer reported patient sample test results discrepancies among leadcare ii analyzers. Customer indicated that when they see an elevated blood lead test result in their leadcare ii analyzer, they re-run the test by collecting a new blood sample and testing it in a different leadcare ii analyzer within the same facility. Customer reported that they have recently seen three (3) discrepant blood lead test results. Initial test results using lc ii analyzer (B)(4) reported elevated blood lead levels (13.0 ug/dl, 30.1 ug/dl and 13.6 ug/dl); testing of second blood sample from same patient, collected on the same day by a different individual, using a lc ii analyzer (B)(4) showed results to be "low" (< 3.3 [?]g/dl).